Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r upn: m365sc11320 model: sc-1132 serial: (B)(6) batch: 202868

Event description:
A report was received that the patient underwent a surgical revision procedure due to a reported lead malfunction involving fixate. The physician stated that device deficiency did not lead to an adverse event, or to a serious adverse event. No further information has been reported at this time. Additional information was received that the previous report of the patient undergoing a surgical revision procedure due to a reported lead malfunction involving fixate was changed to a report of the patient undergoing a revision procedure due to discomfort at the pocket site. It was reported that the event is resolving. Physician stated this event as related to the procedure and the device, but not related to stimulation. Additional information was received specifying that the reported discomfort at the implant site was sensitivity at the thoracic incision with palpable lead wires.

Manufacturer narrative:
Date of event: (B)(6) 2019. Additional information was received that the previous report of the patient undergoing a surgical revision procedure due to a reported lead malfunction involving fixate was changed to a report of the patient undergoing a revision procedure due to discomfort at the pocket site. It was reported that the event is resolving. Physician stated this event as related to the procedure and the device, but not related to stimulation.

Event description:
A report was received that the patient underwent a surgical revision procedure due to a reported lead malfunction involving fixate. The physician stated that device deficiency did not lead to an adverse event, or to a serious adverse event. No further information has been reported at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: unknown, serial / lot: unknown, description: fixate suturing device.

Event description:
A report was received that the patient underwent a surgical revision procedure due to a reported lead malfunction involving fixate. The physician stated that device deficiency did not lead to an adverse event, or to a serious adverse event. No further information has been reported at this time.